Manufacturer narrative:
(B)(4): analysis of the catheter revealed the catheter body was compressed due to patient anatomy which possibly caused an occlusion. Significant compression was found from the 18 to 20 cm marking, and a hole was found in this area 5.2 cm from its distal end. This was thought to have been related to the catheter having been compressed so significantly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had experienced withdrawal symptoms. A pumpogram/catheter dye study revealed blockage. It was added that there was a history of chronic blockage; "multiple revisions and replacements" were stated. Patient symptoms included increased pain, nausea, and metallic taste. A catheter pinch and fracture were also indicated. The catheter was replaced; patient recovered without sequela. Drug delivered via the device was morphine.

Manufacturer narrative:
Catheter model: 8598a, lot# unk, implanted: (B)(6) 2009, explanted: (B)(6) 2011. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.